Event description:
Reporter alleged blood glucose measured 245, 355, 150, 452, 158, 217, and 160 mg/dl, when all tests were taken within 2 mins of each other at 1:30 pm. No actions were taken or treatment rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.